Event description:
Access port broken. F/u findings: leakage at or near port tubing connector.

Event description:
Leakage at or near port tubing connector. Additional follow up findings: per translation, fractured band.